Manufacturer narrative:
Information from the history log indicates the pad-pak was first installed successfully on the 12th december 2013 and the device performed to specification up to the 5th july 2015. On the (B)(4) 2015 ((B)(4)) the device was reported as being used on a patient and powering off in under 15 seconds. This power up is recorded in the device memory on the 4th june 2015 (gmt). The device issued advisory speech prompts during this power up and passed a self-test. No patient impedance was measured or recorded during this time, the on/off button on the front membrane panel of the device was pressed after the initial speech prompts. The returned pad-pak was installed and the device passed a self-test. The device powered off with no warning given and a green flashing status led. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. No fault was found during the investigation. During the power up of the device where the customer had reported the fault, the on/off button was pressed after 9 seconds. There was no evidence found during the investigation that the device had switched itself off automatically.

Event description:
There was a patient involved in this event. The patient survived to hospital discharge. Pad unit powers down after less than 15 seconds during an event.